Manufacturer narrative:
(B)(4). Batch # 536a68. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No additional info available at this time investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with the articulation mechanism damaged as the device was received in a straight position with the articulation lever articulated to the left side. Also, no reload was received along with the device. In addition, the device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the condition of the internal components, the articulation gear teeth, and the articulation rack teeth were found damaged. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was articulated beyond its articulation stop, which resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the articulating arm broke on the cutter, not turning after 4th or 5th fire. Not bending anymore, a second stapler had to be opened. No patient consequences reported. No further information is available.